Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03285. It was reported the patient experienced heating at her scs ipg pocket site while charging her scs system. It was also reported there was some redness on the scs ipg pocket site at the time of the patient's complaint. Additionally, the patient was hospitalized and heavily medicated due to health issues not related to the scs system. Subsequently, the sjm representative was unable to communicate with the patient. Follow-up is pending. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.